Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead had high impedance and was oversensing on the pace/sense portion of the lead. A fracture was suspected. It was further reported that during the explant procedure, a corkscrew tension was seen on the lead insulation sleeve. When the lead was turned counter clock wise the cork screw tension went away. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical product: product ID: d314trg, ICD, implanted: 2011-(B)(6). (B)(4).